Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose readings were in the 400's mg/dl. The customer stated that she was having unexpected high blood glucose readings when wearing the mios. The customer declined to troubleshoot for high blood glucose readings. The customer will be sent replacement sets.